Event description:
Hcp reported that during first refill of pump with morphine and clonidine, the pt reported itching and burning at pocket site. Questioning pump pocket fill with drug. Blood pressure and respirations dropped. Pt was intubated and admitted to emergency room. The pt was given emergency treatment of overdose symptoms. Hcp stated ER doctors had the situation under control.